Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information. The whisper and extra sport referenced are being filed under separate manufacturing report numbers.

Event description:
It was reported that the procedure was to treat a chronic totally occluded right coronary artery. A s'port guide wire and a 2.0 x 30 mm mini trek were advanced to the lesion and multiple inflations were performed. An attempt was made to remove the balloon catheter; however, it could not be removed from the guide wire and the devices were removed from the anatomy together. Wire access was lost, so a balance middleweight (bmw) guide wire was advanced but could not cross the lesion. The wire was removed and a whisper guide wire was advanced to the lesion causing a spiral dissection. The patient went into ventricular fibrillation and defibrillation was performed. The patient then went into atrial fibrillation, and cardioversion was performed and the patient went into sinus rhythm. An unknown balloon was used to seal the dissection. The procedure was complete at this time and the patient is in good condition. No additional information was provided.